Event description:
It was reported that the pump shut down unexpectedly on multiple occasions, although the customer was unable to provide the specific dates on which these shut downs occurred. The customer's blood glucose (bg) level was elevated due to the issue, being displayed as "high", although a specific value was not provided; customer was unable to provide event dates for the resulting elevated bg as well. The customer reverted to an alternate method of insulin therapy.